Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons would stick down when pressed and were not responsive. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump buttons need to press two or three times and there was crack on the insulin pump screen which did not affect the ability to read. The customer also mentioned that the insulin pump was making odd popping sound. Troubleshooting was not performed. The insulin pump will not be returned for analysis.